Event description:
It was reported that the surgeon inserted a +22.0 diopter cc4204bf collamer single piece lens and the trailing haptic tore off. The lens ejected quickly from the cartridge and landed on top of the eye. The lens was removed with no pt injury. The reporter stated the cause of the torn haptic as due to the injector, the surgeon was having a hard time pushing the lens and felt that the injector was the problem.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. It should be noted that the cartridge, injector and foam tip injector were not returned for evaluation.